Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device¿s interface board and oxygen blending module board needs to be replaced to address the issues.